Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pace maker procedure, loop broke when needle was pulled. Suture broke again when attempting to tie manually. Alternative suture used to complete the case. There was no patient injury.